Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 73 samples were received. They were visually inspected with a 10x magnifier lens. They all have sealed packaging blister. One sample has a label with a handwritten note: ¿broken @ luer-lok neck¿. The sample has the luer damaged. The rest of the samples have no damages. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: syringe assembly process. It may have happened that a jam occurred at the assembly process and the syringe luer got damaged. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip breaks before use. This occurred on 75 occasions. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9240141. It was reported the customer called in and stated they have had so far 6 syringes that the tips was cracked or breaking off completely. Called in to say she had gotten a report from her facility that the staff noticed "the tip was cracked or breaking off completely" on several syringes out of a box of "bd luerlock graduated 50ml syringes". She is not onsite at the facility, could not answer ae questions, doesn't know about samples, but she would not be able to return them anyway as she is working from home. She is emailing the mgr at the site to get more information and prefers communication via email so she can add the mgr to the chain.